Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a circle delta wire tipless stone extractor. The basket of the device reportedly would not open/close during an unknown procedure type. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The basket sheath was kinked 1.4cm from the distal end of the support sheath and again at 8mm from the distal end of the support sheath. The outer basket sheath had been damaged. Function test determined the handle does not actuate basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath was found to be kinked in multiple locations near the yellow support sheath at the handle. All devices are tested multiple times for functionality and damage during manufacturing and quality control checks. It is possible the sheath experienced inadvertent handling damage before use. There was no information provided related to handling, so the cause for the damage could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation: other non-healthcare professional: clinical purchasing resource. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a ncircle delta wire tipless stone extractor, the device would not open or close. Another same type device was used to complete the procedure. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information has been requested.